Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following an ablation procedure using a faradrive sheath the patient experienced a stroke. Originally the ablations were to be performed with a pulse field ablation (pfa) catheter, however, after mapping was completed (with a non-boston scientific mapping catheter), the physician decided to use a non-boston scientific radio frequency catheter. The faradrive sheath was used for the mapping and ablation portions of the procedure. The following day the patient experienced facial weakness and stroke symptoms. They were kept in the hospital where they made a full recovery and were discharged with no ongoing symptoms. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was reported that according to the physician "the event was a transient ischemic attack (tia), but we also noted a silent ischemic stroke with CT scan".

Event description:
It was reported that following an ablation procedure using a faradrive sheath the patient experienced a stroke. Originally the ablations were to be performed with a pulse field ablation (pfa) catheter, however, after mapping was completed (with a non-boston scientific mapping catheter), the physician decided to use a non-boston scientific radio frequency catheter. The faradrive sheath was used for the mapping and ablation portions of the procedure. The following day the patient experienced facial weakness and stroke symptoms. They were kept in the hospital where they made a full recovery and were discharged with no ongoing symptoms. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.